Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found; however, there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant attempt the guidewire could not be inserted into the lead when testing outside the patient. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.